Event description:
The patient experienced a decline in efficacy. She was taken to the or and the lead/extension connection was exposed. The device was washed out, cleaned, and reconnected. After 4 days of therapy, the patient returned to the ER complaining of lack of efficacy and irritation at the ipg site. After x-ray, it was evident that one of the extensions was compromised at the ipg connection; there was breakage. Both extensions were replaced afterward, impedances were checked and found to be greater than 4,000 ohms on the unipolar pairs c, 0 and c, 4 as well as all of the bipolar pairs, except 5, 6 and 6, 7. The patient recovered without sequelae.

Manufacturer narrative:
Final device analysis was not available at the time of report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.